Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the unit passed all relevant testing and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correction to h6. Component code

Event description:
Procedure performed: cholecistectomy event description: the surgeon was preparing to place the clips in the vessels. The same thing that always happens when the clip applicator fails, the surgeon manages to apply a clip and then two or three triggers and no clips come out. Then two clips come out together and so on every time. Additional information received from company rep. Via email on 24jan25: the first one did set into the jaws, the next ones didn't come out. Later two of them went out together. No pressure applied to the trigger while moving through the trocar. No clip was loaded into the jaws prior to the device¿s insertion/removal through the trocar. No clip manually removed as a loaded clip, leaving the feeder exposed, they just fell. The device was actuated and reset. Intervention: they opened a new applicator patient status: patient is good.

Event description:
Procedure performed: "cholecystectomy". Event description: the surgeon was preparing to place the clips in the vessels. The same thing that always happens when the clip applicator fails, the surgeon manages to apply a clip and then two or three triggers and no clips come out. Then two clips come out together and so on every time. Additional information received from company rep. Via email on 24jan2025: the first one did set into the jaws, the next ones didn't come out. Later two of them went out together. No pressure applied to the trigger while moving through the trocar. No clip was loaded into the jaws prior to the device¿s insertion/removal through the trocar. No clip manually removed as a loaded clip, leaving the feeder exposed, they just fell. The device was actuated and reset. Intervention: they opened a new applicator. Patient status: patient is good.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.